Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and customer reported that pump is worn against the skin. Customer resumed insulin delivery. Customer's blood glucose was 340 mg/dl.